Manufacturer narrative:
The device was received for evaluation; complaint was confirmed. The device was received with the distal tip detached and bent. Visual inspection of the complainant device revealed that there was only damage to the distal tip. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event would be leveraging the device against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the surgeon converted to an open procedure in order to retrieve a broken piece of the device. According to the reporter, the device bent when attempting to pass the suture lasso through the tissue. When the lasso was removed, the tip broke off in the joint and subsequently fell into the axillary pouch. The surgeon was able to retrieve the broken piece. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.